Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during drain two of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient line of the homechoice cassette and transfer set came apart. The nurse tried to re-connect it, but the device alarmed se 2240. Renal therapy services (rts) explained the alarm and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.